Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the device was a product before countermeasures due to a design change of the dr board. Additionally, since it is more than six years the device was delivered, it was assumed that the patient substrate set (ap substrate, dr substrate) had undergone wear failure. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation confirmed the reported event that the ups port pins were pushed in. The evaluation uncovered that there was no image with 180 scopes due to a faulty patient board set. Additionally, the evaluation uncovered worn out video connector latch which caused poor connection to pigtails. The faulty parts were replaced, and the software was upgraded. The device was inspected and passed olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during preparation for use, the evis exera iii video system center's uninterruptable power supply (ups) video connector pin was pushed in. There was no harm or user injury reported due to the event.upon inspection and testing of the returned device, no image was observed due to a printed circuit board failure. This report is being submitted for the malfunction found at evaluation.